Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc trek referenced is being filed under a separate medwatch report number. Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The stretched coils were confirmed. The investigation determined the difficulties to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified subclavian artery. A 5.0 x 20 mm nc trek balloon catheter was advanced over a ht floppy guide wire. The balloon was inflated 4 times to 16 atmospheres; however, on the fifth inflation, the balloon would not deflate. The catheter was pulled into the aorta and was intentionally ruptured. The catheter was pulled with a lot of force to remove the catheter and it caught on a stent that was implanted in the iliac and the shaft of the nc trek separated. A snare device was used to remove the separated portion of the catheter along with the guide wire. When removed from the anatomy the guide wire tip coils were stretched; however, the guide wire was not separated. The hub also separated from the shaft of the balloon catheter during the removal attempt. A .035" guide wire and stent were advanced to continue the procedure. There was a clinically significant delay in the procedure. Patient was fine after the use of the nc trek. No additional information was provided. Returned device analysis revealed the ht floppy guide wire shaping ribbon and coils were separated.